Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that the basket broke off at 10mm from the distal end. There was ductile fracture by tensile load at the break point. The calculus that seemed to be retrieved from the patient was sent to omsc. The size of the calculus was 8 mm × 5 mm × 5 mm. The manufacturing record was reviewed and found no irregularities. Based on the similar cases in the past and the size of calculus, there is a possibility that the subject device was incarcerated due to the size of the calculus was larger than the bile duct. Also, there is a possibility that the basket broke because the calculus was hard. The instruction manual of the device has already warned as follows; do not use this instrument for a calculus that is assumed impossible to be retrieved by this instrument in preoperative diagnosis, intraoperative contrast enhancing or after papillotomy/papillary dilation. Do not use this instrument when it is inevitable to grasp many calculus at a time. The basket with calculus engaged may not be removed from the body. Use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case this instrument with calculus engaged may not be removed from the body, or in case the calculus cannot be crushed even the lithotriptor bml-110a-1 is used in combination. This instrument will deform and/or deteriorate by performing calculus retrieval. Repetition of calculus retrieval will extend the effect. By such deformation and/or deterioration, calculus may not be retrieved and/or the basket with calculus engaged may not be removed from the body. If calculus retrieval needs to be repeated in a single case, make sure to check the action and the appearance each time that no abnormality is detected(e.g, basket wire cut or worn, tube sheath bent etc.). Stop use when any abnormality is detected.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. In the procedure, the user tried to retrieve the calculus with the subject device, but the subject device was incarcerated. When the incarceration was managed using an emergency lithotriptor, the basket of the subject device broke. At a later date, the surgeon performed percutaneous treatment by using a cholangioscope, to release the incarceration and completed the retrieval of the calculus. Except for this event, there was no patient injury reported. It was reported that the patient was good prognosis.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".